Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise which was reproducible within the pocket. The noise was attributed to abrasion between the rv lead and the device can, which caused friction and resulted in insulation damage to the rv lead. The rv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.